Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy.  The peritonitis was manifested as abdominal pain and cloudy peritoneal dialysis fluids. The cause of the peritonitis was unknown. Treatment and outcome are unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date, the patient had not responded to the therapy treatment for peritonitis. The catheter was removed and the patient was transferred to hemodialysis. The patient had not recovered from the peritonitis.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  If additional relevant information is received, a supplemental medwatch will be filed.